Event description:
During mattress inspections conducted in accordance with vha safety alert: al24-01, 24 hill-rom progressa pulmonary mattresses were found to have damaged fire barriers. Some mattresses as new as 1 year old were found to have this damage. Holes developed in the fire barrier fabric as a result of the corners of the internal mattress air bladders rubbing on the fire barrier as the bladders inflate and deflate continuously. Fire barriers should be reinforced where they meet with the corners of the air bladders. Severely damaged fire barriers removed from service. Replacement fire barriers ordered, and work orders placed.